Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported. At this time, no additional information has been made available. Additional information was received that this patient was brought into the clinic for evaluation. There was one non-sustained ventricular tachycardia (nsvt) episode stored which revealed noise. The patient reported to have had a transcutaneous electrical nerve stimulation (tens) unit on their neck. It was stated that the tens unit was placed immediately after a neck laminectomy and the stored noise episode is directly associated with the time of the neck laminectomy. The patient had the tens unit on in the clinic and the shock lead impedance was tested and got 23 ohms. When the tens unit was turned off the impedance was 53-58 ohms. Additional information has been provided that this is a device specific issue, not a lead issue.